Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. Using the femoral approach, the procedure treated the target lesion located in the moderately tortuous left circumflex artery. Pre-dilation was performed using 1.5x15mm and 2.0x20mm maverick balloons. Next a 2.25x32mm promus element stent was advanced and deployed in the distal portion of the lesion, but while advancing resistance was met and a vessel dissection occurred. When the 2.25x32mm promus element stent delivery system was removed another vessel dissection occurred in the proximal portion of the lesion. A 2.25x12mm promus element stent was deployed to cover the distal dissection and a 2.5x16mm promus element stent was deployed to cover the proximal dissection. Post dilation was performed using 2.5x15mm and 3.5x15mm quantum apex balloons. Additional treatment was performed in the left anterior descending artery placing two promus element stents [2.5x38mm, 2.25x32mm]. No further patient complications occurred and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).